Event description:
It is reported the end-user experienced a reddened and bumpy rash under the lower tape border of wafer that was present for 2 weeks.

Manufacturer narrative:
The product associated with batch 4a01001 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. On (B)(6) 2014, the end-user was seen in an outpatient clinic and was instructed to apply triamcinolone cream to the area for thirty (30) minutes when changing the wafer. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.